Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that on (B)(6) 2018 this lead had a pace impedance measurement of 2000 ohms. That's why an automatic safety switch from bipolar to unipolar occurred. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).